Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump with a false air in line alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an air in line alarm was confirmed but not duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Upon further review by baxter quality engineering, it was determined that this event was not a false air in line alarm. The device was detecting the air as designed. This device is a remediated colleague pump with a user interface module software version of 6.63.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).